Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the instrument for the reported issue. The fe identified that the plunger drive shafts were sticking. The plunger spreader was not moving smoothly. The fe cleaned and lubricated the plunger drive shafts & spreader. The tip take up test was performed and passed. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem and returned to expected operation.